Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead underwent a lead revision, due to dislodgement. During the procedure, the helix could not be retracted. The lead was eventually pulled out and tissue was observed in the helix. When the tissue was removed, the helix functioned normally outside the patient's body. The lead was attempted to be reimplanted, but again the helix had become stuck and would not extend. The lead was removed and another lead of the same model was implanted successfully. No additional adverse patient effects were reported.